Event description:
Pt suffered a burst fracture trauma (B)(6) 2008 and is in a wheel chair as a result of the trauma. Pt instrumented at t12 with arcofix and synex ii. Surgeon used pt's bone to pack inside and around the cage. X-rays taken november 2008 were uneventful. Approximately (B)(6) 2010, pt reportedly heard a squeaking noise and experienced pain. X-rays taken at that time showed the superior endplate of synex ii to be tilted anteriorly and arcofix plate appeared to have reduced in height. Synex ii showed breakage at the central core. Pt was closely monitored and revised on (B)(6) 2010.

Manufacturer narrative:
Additional info has been requested. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. The info does not reasonably suggest a relationship between this event and reason for recall.